Event description:
During a follow-up conversation, the home pt stated that a few weeks ago her transfer set became disconnected from her catheter. The home pt reconnected the transfer set and completed therapy. The next day the pt went to her dialysis clinic and was diagnosed with peritonitis.